Event description:
The reporter indicated that interrogation attempts with the site's programming system frequently resulted in communication errors and added that the event had occurred with multiple patients. Good faith attempts for product return are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.